Event description:
Patient was revised to address pain. Pre-op notes indicate the patient noticed increased clicking and clunking. Additionally, surgeons x-ray review suggested increased anteversion of the cup in comparison to previous films.

Manufacturer narrative:
The asr platform was voluntarily recalled from the market in august 2010, and the asr product codes are now considered inactive. Further investigation of this individual incident will not be undertaken, as there is an ongoing investigation regarding the root cause(s) and/or corrective actions. Ref. (B)(4). Depuy considers the investigation closed at this time. Should the product and/or additional information be received, the investigation will be re-opened.

Event description:
**Update** (B)(4) 2013 - litigation papers received. Litigation alleges elevated levels of cobalt and chromium. There is no additional information that would affect the outcome of this investigation.

Manufacturer narrative:
Depuy still considers this investigation closed.